Manufacturer narrative:
Internal complaint reference case (B)(4) a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record and sterilization record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected information in h6 (health effect - clinical & impact codes).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that a patient had a surgery in (B)(6) 2023, at the time of patients visit in (B)(6) there was pus coming out of the anterior portal, thus, the surgeon performed a cleaning re-surgery, and because the border between the regeneten implant and the rotator cuff was unclear, some of the rotator cuff tissue and the tendon anchors were removed. No redness was observed near the implantation of the regeneten by endoscopy. The patient outcome is unknown.